Manufacturer narrative:
Considering the current information available for this complaint it is not possible to determine a root cause. However, there are pre-identified risk factors that could cause skin burns in the hazard analysis (rpt-000097160). There are mitigations in place to prevent these situations such as in-process testing, thermal testing and visual inspections to ensure the quality and safety of the product. There are also multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. This investigation was conducted for an unknown batch of menstrual 8hr product. There was limited device specific information provided. No batch number was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality. There are pre-identified risk factors that could cause a burn listed in the hazard analysis (rpt-000097160). In addition to these hazards, there are multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations.

Event description:
On (B)(6) 2025, a spontaneous report was revied via email regarding a female consumer (age not provided) who used a thermacare menstrual 8hr heat wrap. On (B)(6)2025, additional information was provided which was incorporated into the report. She never wears the thermacare heat wraps on for more than 8 hours. She applies the thermacare heat wraps during her menstrual cycle about 2-3 times per cycle. She never uses them on consecutive days and always allows a day before each use. On an unspecified date, after using a thermacare menstrual heat wrap, the consumer noted the product burned her vaginal area very badly. It was clarified that on (B)(6)2025, she applied the heat wrap on top of her underwear on her lower abdomen beneath her c section scar. After approximately 4 hours (in the evening) she noticed she was having pain under the wrap. She removed the wrap and saw redness. She went to bed without intervention. The following morning, she still had pain, the area looked like a burn with redness and three spots of raw skin that oozed a clear liquid. One of the spots was 2 inches long (up and down), another was 1.25 inches long, and the top spot burn was about 1 inch long. The areas were on the left side of her lower abdomen, below her c section scar. For treatment she started applying alocane maximum strength emergency burn gel with antiseptic. The oozing lasted approximately from (B)(6) 2025. Then the area scabbed over, and the redness improved. On (B)(6)2025, she applied clothing that accidently removed the scab when she was changing causing bleeding and slower healing. The wound continued to heal without signs of infection. She did not seek medical care. This was the second heat wrap she used from the box. The first heat wrap was applied two days prior to the current heat wrap which she had no issues with the first heat wrap. As of (B)(6)2025, she did not anticipate seeking medical care as she was healing well.